Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted dried blood and contrast visible in the guide wire lumen, which is consistent with preparation and the stent delivery system (sds) at least partially advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The tip had separated at the distal end of the distal seal. The fracture faces were jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The clear gap was stretched for a length of 1mm and the soft tip was stretched and wrinkled for a length of 2mm distal from the clear gap. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but is not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but is not limited to, manufacturing (processing and/or handling), handling during removal from packaging, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. During the device evaluation, an attempt was made to advance a mandrel and guide wire through the separated tip, but the mandrel would not advance due to the stretched gap and wrinkled soft tip. An attempt was made to advance the mandrel and guide wire through the guide wire lumen, but the mandrel would not advance due to thick dried blood and contrast in the guide wire lumen. The guide wire lumen was flushed with water and the mandrel and guide wire easily advanced through the guide wire lumen with no resistance noted. It is likely the build up of blood and contrast on the guide wire and in the guide wire lumen may have contributed to the reported resistance during the attempt to advance the guide wire. The subsequent removal of the product likely resulted in the stretched tip and ultimate detachment. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. All stent delivery systems are 100% visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that during backloading of the xience v onto the guide wire outside of the patient vasculature, resistance was felt and the xience v could no longer be advanced. The xience v was removed from the guide wire without difficulty and there was thought to be a blood clot on the guide wire. Upon closer inspection, the supposed blood clot was actually the tip of the xience v. The xience v never made it inside of the patient. There was no further incident. There was no adverse patient effect reported. Though requested, there was no additional information provided.